Event description:
A pt was being mechanically ventilated on a bennett 7200 ae ventilator. The settings were simv 4 bpm, 550 cc tidal volume, pressure support of 20 cmh20, and 50% fio2. A pall heat moisture exchanger(hme) was being used to humidify the inspired gas. At approx 1400 in the afternoon, the pt's ventilator began to pressure limit the breaths and the pt was receiving enough ventilatory support from the ventilator to meet minute ventilation needs. The pt became cyanotic and interventions were taken by health care staff present. The hme was removed from the circuit and then the ventilator stopped pressure limiting the breaths. The hme was obstructing the flow of gas into and out of the pt due to high resistance of the filter medium. The hme was being used within the MFR's guidelines of "maximum 24-hr use if drugs or solutions are nebulized." The hme had been replaced the night before and was in use less than 24 hrs. A respiratory care practitioner(rcp) responded to high pressure alarms on this ventilator just 5 mins before the major resistance and pressure-limiting problem. The rcp suctioned a scant amount of sputum from the pt and drained approx a tsp of clear liquid from the hme. The high pressure alarm condition no longer existed and the rcp left the room. The pt's physician arrived about 1400 and the pt had severe shortness of breath. The ventilator was pressure limiting, peak ventilatory pressures were 60 plus cmh20, and the pt was not getting tidal volumes. Several ventilator maneuvers were attempted but the pt did not respond until the hme was removed from the circuit. The pt returned to a stable condition after a new hme was placed in the circuit.